Event description:
Reportedly, during a laparoscopic procedure the surgeon saw on the video a piece of plastic that had disengaged from the trocar into the pt cavity. The piece was retrieved. No pt injury.